Event description:
It was reported that the patient passed away on (B)(6) 2021.

Manufacturer narrative:
A direct correlation between heartmate (hm) 3 left ventricle assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively determined through this evaluation. (B)(4) was not explanted and will not be returned for evaluation. Additional information regarding the event was not provided. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device-related issues were reported, the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.